Event description:
It was reported that during testing conducted at the healthcare facility, the maestro drill was running when it was plugged in, without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure. It was reported that during testing conducted at the manufacturer facility, o-rings were missing from the maestro drill with handswitch. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, a damaged needle valve with missing o-rings was determined as a potential root cause for the reported unintended activation.

Event description:
It was reported that during testing conducted at the healthcare facility, the maestro drill was running when it was plugged in, without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure. It was reported that during testing conducted at the manufacturer facility, o-rings were missing from the maestro drill with handswitch. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation is in progress.